Event description:
It was reported that the patient presented to the hospital after experiencing nausea and loss of consciousness with vomiting, and it was noted the low-voltage pacing lead exhibited a suspected lead fracture, along with noise episodes and high impedance measurements observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.